Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of em2400 valve sets caused cloudy solution; ¿final bags have cloudiness (no lipids pumped)¿. This was observed in the pharmacy during filling using a compounder. The technical service representative instructed the customer to replace the inlet tubing on the first 2 ingredients (user can see the cloudy substance as the first 2 ingredients pump into bag) k acetate and na acetate. After replacing the valve set and all inlet tubing still getting cloudy bags. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 17, 2021 - november 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.